Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead containing the distal tip measuring 50.0cm was returned. Final analysis found external abrasion 7.8-8.6 cm from the tip, breaching all the lumens between the shock coils, consistent with friction to another device or feature of the patient anatomy. The etfe cable coating and ptfe liner of inner coil were intact in this location. Internal abrasion breaching the re cable lumen was found 10.5-13.5cm, 14.0-14.7cm, 15.2-15.7cm, and 18.2-19.2cm from the tip. The etfe cable coating was intact in these locations. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.